Event description:
Physician states peg was in place for approx one year and upon traction removal, the dome separated from the tube. Physician endoscopically retrieved dome from pt using an unk device.